Manufacturer narrative:
Product complaint #: (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown breast procedure on (B)(6) 2019 and the suture was used. It was reported that the strand pulled off the needle during a recovery of breast scar. Another like suture was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/23/2019 . Additional h3 investigation summary: unopened samples of product code w3205, lot pbu277 were received for analysis. The complaint sample was not returned. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.